Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported atrial perforation appears to be related due to procedural circumstances. The reported patient effect of atrial septal defect is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the atrial septal defect requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. After removal of the steerable guide catheter (sgc), a right to left shunt was noted and the patient¿s oxygen saturation dropped to 94%. An occluder was implanted to treat the shunt and the oxygen level went back up to 100%. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.